Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient faced infusion set occlusion event on (B)(6) 2024. Blockage was likely at the site. No further information available.